Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 36x2.5mm, concentric, de novo and restenotic target lesion was located in the severely calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 1.25 non-bsc balloon catheter. Following pre-dilation, a 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and when removed, the tip of the stent strut was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.